Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. According to technician statement, the main fuses blown and the parts have been replaced. The cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer ref.#: (B)(4).